Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat a blood glucose (bg) level. It was not provided if customer experienced a high or low bg level. Multiple follow up attempts were made by tandem technical support to obtain additional information; however no response was received from the customer.